Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 095-10, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3093-28, lot# j0340389v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported that the patient was hospitalized 1 month ago because she could not urinate for an entire day. The patient went to the emergency room (ER). It was also stated that the patient could not stand and was lethargic. The patient though she was having a ¿drug problem.¿ the patient was catheterized in the ER and voided 2 quarts of urine. The patient was told by the ER nurse that the electrolyte imbalance contributed to the issue. The patient had an altered mental status, ¿mind was crazy.¿ the patient thought the issue was due to not having her programmer to adjust therapy. The patient reportedly went to the doctor after the event and the patient was instructed to keep a journal. The implant was checked and therapy was confirmed to be on. However, the patient could not feel stimulation. The patient was also instructed to self-catheterize 3 times a day. The patient catheterized for 1 week and then felt she did not need to.